Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. G4: 510k is unknown due to specific device not being reported h6. The following sections were corrected: b2. The reason for the revision reported was likely due to a failed rotator cuff. The cause of the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 314-02-33 - uhmwpe post aug gleniod medium, right 6584615. 310-61-50 - stemless humeral head 50mm x 19mm x beta a229780. 319-01-32 - steinmann pin sterile 3.2mm x 178mm a479767. 300-62-03 - stemless humeral comp integrip, cage, size 3 a696703. 315-35-00 - glnd kwire a821162.

Event description:
As reported, a patient underwent a revision and was converted from a stemless anatomic total shoulder arthroplasty to a reverse total shoulder arthroplasty due to cuff failure. No issues during the revision. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.